Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical insulin pump error. The customer¿s blood glucose was 6.4 mmol/l. Customer reported that they received the open book image on the insulin pump screen. Troubleshooting was performed. The customer was advised to insulin pump would need to be replaced, discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will not be returned for analysis.